Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder and disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Reporters information, patient demographics, essure insertion and removal dates, indication updated. New events added: pelvic pain, abdominal pain, psych injury, bladder/urinary problems were added. Event outcome were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices lodged in pericornual/fundal myometrium/ essure devices are identified inserted into the myometrium') and pelvic pain ('physical pain') in a 26-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included asthma, uti, pid pelvic inflammatory disease, ovarian cyst, cesarean section, cholecystectomy, menses irregular and dysmenorrhea. Concomitant products included nsaids since (B)(6) and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder and disorder") and urinary tract infection ("urinary problems"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6)-2011: nl rv uterus with a corpus luteal type cyst of the rt ovary seen.. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Urinary tract disorder updated to uti. Seriousness criteria for event genital hemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices lodged in pericornual/fundal myometrium/ essure devices are identified inserted into the myometrium'), pelvic pain ('physical pain') and genital haemorrhage ('bleeding') in a 26-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included asthma, uti, pid pelvic inflammatory disease, ovarian cyst, cesarean section, cholecystectomy, menses irregular and dysmenorrhea. Concomitant products included nsaids since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder and disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2011: nl rv uterus with a corpus luteal type cyst of the rt ovary seen. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs & mr received: lot number and events onset date were added. New events menorrhagia, vaginal bleeding, essure devices lodged in pericornual/fundal myometrium, patient did not undergo essure confirmation test, depression and mental anguish were added. Reporters, lab data, medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices lodged in pericornual/fundal myometrium/ essure devices are identified inserted into the myometrium'), pelvic pain ('physical pain') and genital haemorrhage ('bleeding') in a 26-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included asthma, uti, pid pelvic inflammatory disease, ovarian cyst, cesarean section, cholecystectomy, menses irregular and dysmenorrhea. Concomitant products included nsaids since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder and disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2011: nl rv uterus with a corpus luteal type cyst of the rt ovary seen. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.